Event description:
Pt status post l4-s1 fusion on (B)(6) 2011 returned to clinic for two month post op visit. Surgeon reviewed x-ray taken and determined the collar is broken. Pt is asymptomatic, surgeon is not planning a removal of hardware at this time. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.